Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc single fault norm measurement 1354.6 microamps; earth lc single fault rev measurement 1537.7 microamps (low limit 4.0, high limit 500.0). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Continuity verification was performed on the original fuses and they were visibly blown. Checked for infinite resistance reading from ground to each alternating current (ac) input terminal and the readings were errantly at 1.92 megaohms and 1.72 megaohms and remained at the reading after the power entry module (pem) was disconnected, indicating a malfunctioning pem. Installed test article pem and ground to each ac input terminal showed infinite resistance. Voltage verification was performed on the digital printed circuit board (pcb) (tp2, tp4, tp6, and tp7 and lithium battery) and voltages were found to be within specification. Due to the blown pem fuses the unit was unable to receive power. Assignable cause for the rite failure of earth leakage: malfunctioning power entry module. Scrap power entry module. Device was sent to servicing.